Event description:
It was reported that the product was used during a laparoscopic procedure in dec 2002. It was reported that the pt had a temperature of 101-102 for 14 days post op and had a second surgery in 2003. The pt continued to complain of burning sensation in the abdomen. A third surgery was performed by a general surgeon about six weeks later. He described [h]is findings as "a filmy substance over the left side of the abdomen and chemical peritonitis like 3 degree burns." Additional info the pt was 40 years old at the time of surgery. Pt had a laparoscopic marsupialization of a left hydrosalpinx performed in 12/2002, in which 300cc of gynecare intergel was instilled. Pt had pain and increased temperatures post-operatively with fluid and drainage from the umbiliicis but was discharged the next day. Pt was readmitted due to pain and temperatures, and pt had an incisional hernia repair and exploratory procedure five days later. The pt's spouse reported that the surgeon's impression was that the intestines appeared inflamed and that a CT scan indicated intestinal blockages. The pt was discharged after three days. The pt saw the surgeon two weeks later and was reportedly told that the intestinal blockage was inproving. The surgeon reportedly diagnosed a chemical peritonitis. The pt continued to have abdominal pain and went to see a general surgeon. The general surgeon also diagnosed an incisional hernia and performed another repair about a month later. The pt has done well since.